Event description:
The customer alleged that after the procedure, there was an elevated white blood cell count and a filter/lrs malfunction. There was not a transfusion recipient or pt involved at the time of the residual white blood cell testing, therefore no pt info is reasonably known at this time of the event. This report is being filed due to an alleged device malfunction that has the potential for injury.

Manufacturer narrative:
(B)(4). Investigation eval and corrective actions are in progress. A f/u report will be provided.